Manufacturer narrative:
(B)(4)

Event description:
It was reported that post system implant check up, the right ventricular lead exhibited loss of capture. The patient was asymptomatic. During lead revision, the physician attempted to reposition the lead multiple times but were unsuccessful. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead had dislodged and never exhibited loss of capture.